Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account, asking the account to isolate the side rails. Per the hill-rom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account will replace the right side rail patient and caregiver assemblies to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section was raising on its own. The bed was located in labor and delivery at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).